Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the device lasted less than five years. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.